Event description:
The device was used during a lap appendectomy. It was reported the device was fired across the appendix. When the device was opened, it was discovered the device cut, but did not staple. It was reported gangrenous fluid spilled out from this site. Another device was opened, fired, and it worked fine. The device was reloaded with another cartridge and was fired. The device stapled, but did not cut. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: no analysis could be performed since no instrument was received. No conclusion could be reached as to what may have caused this incident to occur.